Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the caretaker of the patient with an implantable neurostimulator (ins) for spinal pain and radiculopathy. The patient was in a lot of pain beginning on an unknown date. The patient saw a neurologist last friday who recommended that they contact patient services for a possible reprogramming of the stimulator. Patient services provided the number to provide to the healthcare professional (hcp) to have a manufacture representative (rep) scheduled at an appointment. Additional information was received from a consumer. It was reported that the patient has been "having issues with it" and confirmed this is a continuation of the event previously reported. The caller further clarified that the patient felt the implant was not working correctly and the patient was in pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported device is functioning normally and as expected. The rep met with the patient at healthcare provider (hcp) office. Impedance was normal. Device was delivering stim as expected. The patient has central pain syndrome secondary to a massive stroke. The patient has pain from the top of his head to the bottom of his foot as a result. There is no way for his scs system to address all of patient's pain, or be very effective given the central pain etiology. The patient was a poor candidate for scs. Nothing further could be done for patient. No further complications were reported/anticipated.